Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having a hard time keeping his blood glucose normal. His blood glucose has been in the 400 to 500 mg/dl range recently. Customer was hospitalized previously due to high blood glucose that was caused due to him not administering any insulin for two weeks. Customer mentioned he was homeless and didn't have a sterile way to insert the infusion set prior to the hospitalization. No troubleshooting was performed on the insulin pump. Customer also mentioned he was recently having issues with the device alarming calibration error. Customer stated seems the transmitter is not charging. Customer was currently at a center and was unable to continue talking. Customer mentioned he will call back to perform troubleshooting. Customer did call back and provided details of the hospitalization and customer wasn't on the device and had been off for two weeks. Customer is not returning the transmitter for analysis.